Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad contacts and a dim and discolored display screen visual. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: visual inspection revealed that the keypad cover was peeling in the area of the ok button. Evaluation revealed that all of the keypad buttons were properly responsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. The display screen visual was observed to be dim and discolored due to an unidentified display failure. (B)(6).